Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped on the balloon. The stent was returned separately and is severely deformed over its entire length. The copilot valve used in the intervention was disassembled and fractured in the as-returned condition, and is thus not functional anymore. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a predilated lesion in a mildly tortuous mid-section of the cx. After unsuccessful attempt to cross the lesion, the device was withdrawn into the guide, and during removal the stent was stripped off in the co-pilot. The stent was removed from the co-pilot.

Manufacturer narrative:
Combination product: yes.